Manufacturer narrative:
Lot #: gr331561. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (clear passage and leak testing) was performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this product. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink continu-flo solution sets experienced an underinfusion. The sets were being used with a baxter infusion pump. The reporter stated that chemo had been hung as a secondary medication and the primary line was not clamped. The reporter stated that ¿any infusion of chemo that runs at a rate greater than 200ml/hr will have ¿sympathetic¿ flow from the primary line which delays the chemo infusion.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.